Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that CT imaging demonstrated dvt and ivc thrombus above the g2 filter approximately three and a half years after implantation. It was further alleged that the filter was tilted against the lateral wall of the ivc and multiple attempts with a snare were made to capture and retrieve the filter unsuccessfully. Based on the medical records, the investigation is confirmed for thrombus above the filter, filter tilt, and an unsuccessful retrieval attempt. It is unknown how the filter became tilted within the ivc. Per the medical records, attempts were made using a snare device to capture and retrieve the filter. Per the IFU, "only use the recovery cone removal system to remove the g2 filter. " the filter tilt may have contributed to the unsuccessful retrieval attempt. It should also be noted that the medical records indicated that the retrieval was unsuccessful due to the snare releasing from the wire. Therefore, it is possible that issues with the snare device contributed to the unsuccessful retrieval attempt. Based on the available information the definitive root cause for the alleged event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Only use the recovery cone removal system to remove the g2 filter. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: filter tilt. Filter malposition the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient involved in a mvc had obvious 4-extremity deformity. Emergent intubation performed for airway protection with a rapidly decreasing mental status. Exploratory laparotomy with splenectomy performed and chest tube placed with findings of a left pneumothorax. Approximately one week post mvc, orthopedics recommended the patient have an inferior vena cava filter placed for plans of prolonged bed rest and 4-point extremity non-weight bearing. Approximately three and a half years post filter deployment, CT scan demonstrated bilateral lower extremity dvt, pelvic and ivc thrombus extending above the inferior vena cava filter. Mechanical and pharmacological thrombolysis and thrombectomy were performed. One day post thrombectomy follow up venogram performed showing no residual thrombus in the left lower extremity. Thrombolysis catheter removed. Another catheter was placed in an attempt to tip the filter off the lateral wall of the inferior vena cava. Access was gained in the right internal jugular vein and a snare was placed and the guidewire was secured. The retrieval was unsuccessful due to the snare releasing the wire. After multiple attempts, the procedure was concluded and the filter remained in place. No immediate complications. Five days post unsuccessful filter retrieval, an additional attempt was scheduled to be performed. However, new thrombus was identified within the iliac vein and the filter tilted. Therefore, no further attempts were made to retrieve the filter due to patient¿s chronic and recurrent thromboembolic condition. Mechanical and pharmacologic thrombolysis was performed along with suction thrombectomy. The patient was reported to be hemodynamically stable at the conclusion of the procedure. Other relevant history: allergies: betadine, iodine, sulfa drugs, benzoin topical, steri strips, penicillin. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately three and a half years post vena cava filter deployment, CT scan demonstrated bilateral lower extremity dvt, pelvic and ivc thrombus extending superior to the vena cava filter. Mechanical and pharmacological thrombolysis and thrombectomy were performed successfully. The following day, a filter retrieval attempt was made; however the snare was unable to capture and retrieve the filter. Five days post filter retrieval attempt, new thrombus within iliac vein and filter tilt were identified; due to patient's chronic and recurrent thromboembolic condition, no further attempt was made to retrieve the filter . The patient was reported to be hemodynamically stable at the conclusion of the procedure.